Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver failed to charge with perpetual rebooting . A functional test could not be performed due to perpetual rebooting. The receiver case was opened with the ui pcba detached for an internal visual inspection and download. Internal inspection passed. The receiver log was reviewed and did not show any related errors. Performed receiver global test and it passed. The speaker resistance was measured and registered within specification. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.